Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was sent to a third party service center for evaluation. During the evaluation internal battery errors, detachable battery errors and flow sensor errors were observed. The internal battery, detachable battery, and device main board were replaced to address the issues. The device passed all testing. In addition, based on error 52,54, detachable battery needs to be replaced. Air inlet foam filter will be replaced due to preventive maintenance.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.